Manufacturer narrative:
B1 product problem - corrected from no product problem to product problem b5 executive summary - updated h1 type of reportable event - corrected from no malfunction to malfunction h6 device code grid - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was reported to be severely tortuous, which most likely contributed to the reported event, but as the device was not returned for analysis this cannot be confirmed. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during an embolization procedure, subject stent got dislodged before deployment inside the patient. Operator removed the entire system and successfully completed the procedure with another device. No clinical consequences were reported to the patient due to this event. Update: after review of gfe responses, it is clarified that the subject stent was not deployed inside the microcatheter and was only dislodged before deployment. Update: after review of gfe responses, it is clarified that the subject stent prematurely, unexpectedly deployed in an unintended location during use.

Manufacturer narrative:
C2 / d10 concomitant products grid - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was reported to be severely tortuous, which may have contributed to the reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during an embolization procedure, subject stent got dislodged before deployment inside the patient. Operator removed the entire system and successfully completed the procedure with another device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an embolization procedure, subject stent got dislodged before deployment inside the patient. Operator removed the entire system and successfully completed the procedure with another device. No clinical consequences were reported to the patient due to this event.